Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical products: accent dr rf pacemaker, isoflex optim lead.

Event description:
Related manufacturer reference number: 2017865-2019-06582, 2017865-2019-14285. It was reported that the right atrial and right ventricular leads exhibited noise reversion episodes. The episodes were reproducible when the patient hugged herself. The pacemaker was reprogrammed and the device could no longer see noise. The patient was stable.